Event description:
It was reported that the patient experienced chest pain and was admitted to the hospital. It was later determined that the patient experienced a cardiac perforation from the implant of a right ventricular (rv) lead that occurred five days prior. The rv lead was repositioned, and during the revision procedure the right atrial (ra) lead was inadvertently damaged. Low impedance measurements were recorded with the lead, and polarity was reprogrammed to unipolar. Both leads remain in use. No further patient complications have been reported as a result of this event.